Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one instrument. The instrument was received partially applied with several remaining clips. Functional testing confirmed the clips were not advancing in the clip track. The device was disassembled, and dents were noted on the follower component. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. A component was damaged during the assembly process. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device did not deliver the clips. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the instrument was received partially applied with nineteen remaining clips. Functional testing confirmed the clips were not advancing in the clip track. The clips were sliding back and forth freely in the clip track. The spring was not advancing the clips. The device was disassembled and dents were noted on the follower component. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Damaged component during the assembly process. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.